Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23087 hall sensor/encoder error was found on axis 6 indicating a possible faulty hall sensor, encoder disk that had slipped or an encoder that had stop working, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, customer stated that they were encountering an error at startup. On-site logs reflected an error 307 pointing to universal motion controller (umc) 2. Technical support engineer (tse) walked the customer through a hard power cycle for the system ¿ the system powered up with an error 23087 on the universal surgical manipulator (usm) 3 axis 6. Tse walked the customer through a second hard power cycle of the patient side cart (psc). While the system was powering back on the call dropped. Tse attempted to contact the reporter again but was unable to reach the customer. Customer called back and stated that prior to calling in, they attempted to hard power cycle and emergency power off (epo) twice, but error persisted. Customer opted to cancel cases since they required 4 arms for the procedures. The procedure was aborted with no reported injury.